Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-00473-1 / 00525-1 / 00949).

Event description:
It was reported that the patient underwent an initial total right hip arthroplasty on (B)(6) 2006. The patient underwent an initial total left hip arthroplasty on an unknown date in 2007. Subsequently, the patient underwent a right hip revision on (B)(6) 2014 due to a pseudotumor located at the iliopsoas muscle. Metallic debris and foreign body granulomas were also noted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00473 / 00525).

Event description:
It was reported that patient underwent total hip arthroplasty on one hip on an unknown date in 2006 and on the other hip on an unknown date in 2007. Subsequently, on an unknown date in 2014, the right hip was revised due to a pseudotumor, metallic debris, and metallosis. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2016-00473-1 & 00525-1 & 00949 & 02809/ 02811).

Event description:
It was reported that the patient underwent a right hip revision procedure approximately 8 years post-implantation due to a pseudotumor located at the iliopsoas muscle. Metallic debris and foreign body granulomas were also noted.